Manufacturer narrative:
During device evaluation, the reported issue was not confirmed; no air or water flow issues were found. Functional testing found that the up/down knob had excess play due to a worn angle wire. Visual examination found the following issues: the bending section cover adhesive was scratched with a cloudy area; the adhesive around the objective lens had a cloudy area; and the adhesive around the light guide lens had a cloudy area. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the videoscope had a defective air/water supply/intake. The device was returned to olympus for evaluation. During evaluation, foreign material was found at the air/water nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. No adverse effects to patient reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the foreign material in the nozzle could not be identified, there was no physical damage where the foreign material was found, and there were no reported reprocessing deviations from the IFU. A definitive root cause of the foreign material in the nozzle was not established at this time. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which sections: gif/cf/pcf-1200 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-1200 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.